Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder for which the customer reported "when trying to program the control module the full keypad is inoperable" was not confirmed or reproduced during service by baxter personnel. Service confirmed the functionality of control module keypad. The root cause was undetermined. A service history review revealed that device has been serviced three times prior to this event. The device has not been previously sent into service for the reported condition of "device had keypad issues".

Manufacturer narrative:
(B)(4) - additional narrative: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device had keypad issues. Customer reported that when trying to program, the control module keypad was inoperable. No keys worked. This issue happened before use. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.